Event description:
The customer reported that the iabp was in use on a patient for approximately 3.5 hours and they started getting autofill failures and a "condensate alarm." The customer reported that they have been having issues with condensation on this iabp. The customer continued therapy with this pump. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. He did not find autofill failure and condensate alarms in the fault log. The company representative performed a complete system checkout and calibration verification without any deviation from specification. Upon final inspection of the iabp the company representative found that the power connection for the crm was not fully seated. He secured the connection to the crm and the iabp was tested to factory specification. It functioned normally and was returned to the customer. See also reported complaints: (B)(4) and MDR 2249723-2014-00664, (B)(4) and MDR 2249723-2014-00665. (B)(4).